Event description:
A nurse from the user facility reports that a broken haptic was noted following insertion of the intraocular lens (iol). The iol was removed and replaced through an enlarged incision. The capsule tore and a vitrectomy was required. Additional info has been requested.